Event description:
Report rec'd that the device did not detect air-in-line during preventative maintenance by the user facility. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no further info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.